Manufacturer narrative:
The baxter technician found the bed weldment needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the bed weldment to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that the transfer bed had collapsed, the bed shook and could not be used; an engineer from the ministry of medical engineering determined the frame to be broken. The bed was located at the account. This was found during use on (B)(6) 2025. There was patient involvement but no injury or any impact to the patient or user resulting from this event.